Event description:
The company was informed that the patient had a small wound at the implant site that became dehiscent. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.